Event description:
According to the reporter: the clip dose no close properly and the clip applier does not release the clips out of the black cartridge. During the same procedure they changed the instrument and the same charge of clips and it worked properly. To remove the incompletely closed clip the surgeon had to cut the clip from the tissue.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.